Event description:
It was reported that the patient experienced syncope and that the implantable pulse generator (ipg) had reached elective replacement indicator (eri)/ recommended replacement time (rrt). It was also reported that the atrial lead position check had failed and undersensing was noted on the right atrial (ra) lead. The ipg and ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.